Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 08/13/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 investigation summary ==> it was reported that during an abdominal aortic aneurysm surgery, when the surgeon held the needle-suture, the needle was detached from the suture. It was not a control release needle. Further details are not provided from the hp. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Device history lot ==> a manufacturing record evaluation was performed for the finished device batch qjbhjd and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue )? The surgeon was holding the needle were there any unexpected outcomes or complications as a result of this suture needle pull off event? There were no adverse consequences to the patient. The following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull off occurred? No further information is available. Lot number? No further information is available.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm surgery on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the suture when being held by surgeon. No adverse patient consequences were reported. Additional information was requested.